Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced heavy bleeding after inserting and removing the abbott diabetes care (adc) sensor. The customer was able to self-treat by applying pressure with a bandage, but was unsuccessful in stopping the bleeding. The customer subsequently presented to a healthcare professional (hcp), who treated the wound with sutures and applied a new pressure bandage. There was no report of death or permanent impairment associated with this event.